Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was 375 mg/dl. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if problem returned, which customer acknowledged and understood.